Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was confirmed that the completed lead was returned, severed in two segments. The cut had been made approximately 6 cm from the terminal pin. The helix was fully extended and blood was noted in and around the helix housing, extending into the neck region of the lead. An x-ray of the lead confirmed a fractured inner conductor coil at the distal end of the terminal pin. No other lead anomalies were observed. Laboratory analysis concluded that the fracture was likely incurred during helix extension and retraction attempts, during the attempted implant.

Event description:
Boston scientific received information that after an unsuccessful attempt to place another model 7741 lead, this lead was attempted. The lead was placed and the helix was extended. Measurements were not ideal and an attempt was made to retract the helix in order to move the lead. The helix could not be retracted. This lead was cut and another lead from a difference manufacturer was implanted. This attempted lead was returned to boston scientific for analysis. No adverse effects were reported.